Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose or flushed drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify compromised force sensor system alarm due to motor error alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was unknown at the time of incidence. The customer was assisted with troubleshooting. Customer stated that drive support cap appeared was sticking out. Customer stated during seating the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.